Manufacturer narrative:
Date initial report sent: 8/14/2007.

Event description:
Procedure: resection of left lobe. According to the reporter: on the third application the instrument jammed on the tissue. And the opening system broke when the black "cursor" was activated. A lower tissue resection was performed during removal of the jammed instrument through the skin.